Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The event reported under the postmarket system longevity study noted the device failed the defibrillation threshold (dft) test at implant. The patient refused device upgrade. Four days post implant, consequently, a revision was performed to place a sub-q coil. There were no patient complications reported as a result of this event.